Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced coring. This event occurred 2 times. The following information was provided by the initial reporter, translated from (B)(6) to english: during preparation of the anticancer agent etoposide using p120j and p55j, and n35j connected to a syringe, coring occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-sep-2022. H6: investigation summary : a total of four protectors attached to a vial were returned to our quality team for investigation, no injector sample was received. The product was visually inspected, no defects or damage observed on the protector or protector membrane and the protector fit securely to the vial. During our evaluation, a black particle was observed inside the vial. Characterization testing was requested but could not be performed at this time, therefore the composition and origin of the particle could not be determined. A device history review was performed for protector lot 2104123 and injector lot 2105004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. As the p55j lot was unknown, a device history review could not be performed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced coring. This event occurred 2 times. The following information was provided by the initial reporter, translated from japanese to english: during preparation of the anticancer agent etoposide using p120j and p55j, and n35j connected to a syringe, coring occurred.